Event description:
The patient underwent a (pci) percutaneous coronary intervention of the (aha 7) left anterior descending artery. The lesion was a de novo, highly calcified and moderately tortuous. There was 90% stenosis. Pre-dilation was conducted with a (bc) balloon catheter (nc mercury 2.5mm/length unk) and a cypher (2.5mmx23mm: complaint product) was delivered to the target lesion, but the balloon would not inflate. Therefore, the cypher was removed from the patient and physician observed saline was leaking from the shaft (portion unk). To finish the procedure, a new cypher (2.5x28mm) was implanted at the target lesion. The procedure was finished successfully. There no patient injury reported. The product was clinically used and will be returned for analysis. Physician's comment: "the shaft leakage might have caused by the highly calcified vessel wall, but the defect of the product was suspected because the longer cypher had no problem".

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.